Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted; embedded in the wall of inferior vena cava and occlusion of the ivc filter secondary to thrombus. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, computed tomography revealed dvt within the inferior vena cava at the superior margin of the ivc filter and extending throughout the distal ivc into the iliac and femoral veins. Subsequently, two months later, patient presented with chronic embedded ivc filter and the filter retrieval attempt was made. The rigid forceps were advanced through the right internal jugular sheath and used to dissect the embedded filter apex free. The filter was retrieved successfully. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for filter tilt and occlusion of the inferior vena cava (ivc) filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed dvt within the ivc at the superior margin of the ivc filter and extending throughout the distal ivc into the iliac and femoral veins. Subsequently, two months later, patient presented with chronic embedded ivc filter and the filter retrieval attempt was made. The rigid forceps were advanced through the right internal jugular sheath and used to dissect the embedded filter apex free. The filter was retrieved successfully. Therefore, the investigation is confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed dvt within the ivc at the superior margin of the ivc filter and extending throughout the distal ivc into the iliac and femoral veins. Subsequently, two months later, patient presented with chronic embedded ivc filter and the filter retrieval attempt was made. The rigid forceps were advanced through the right internal jugular sheath and used to dissect the embedded filter apex free. The filter was retrieved successfully. Therefore, the investigation is confirmed for filter tilt and occlusion of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted; embedded in the wall of ivc and occlusion of the ivc filter secondary to thrombus. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter occluded, tilted and embedded in the wall of ivc. The device was removed percutaneously. The current status of the patient is unknown.